Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms with a pump speed of 4500 rpm. The patient was noted to have a rather small body size and is under temporary right ventricular assist device (rvad) with flow between 2.0 and 2.5 lpm. Low flow software was requested. It was noted that the patient did not suffer from right heart failure pre left ventricular assist device, but rather suffered from consequences of the intervention. The left ventricular assist device (lvad) was noted to not have caused or contributed to the patient right heart failure, and that hospital proactively puts patient who have chronically had heart failure on rvad devices.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported the cause was post-operation management challenges in a small body size patient. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was determined the cause of the low flow alarms was post-op management challenges due to the patients small body size. The low flow's resolved by management of the patients fluid status through intensive care unit (ICU) care. It was noted since the patient was in the ICU and intubated post implantation, the patient had no unexpected symptoms.